Event description:
It was reported that the deep brain stimulation (dbs) patient received the elective replacement indicator (eri) message for the implantable pulse generator (ipg). Premature battery depletion was suspected. During the procedure to replace the ipg there were high impedances measured, and it was assessed that the lead extension was potentially at fault. The patient underwent a revision procedure where the ipg was replaced, and the lead extension remained implanted.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-extension. Upn: unk-p-dbs-extension.

Event description:
It was reported that the deep brain stimulation (dbs) patient received the elective replacement indicator (eri) message for the implantable pulse generator (ipg). Premature battery depletion was suspected. During the procedure to replace the ipg there were high impedances measured, and it was assessed that the lead extension was potentially at fault. The patient underwent a revision procedure where the ipg was replaced, and the lead extension remained implanted. Additional information was received that the patient was doing well post-operatively and that the explanted device was retained by the medical facility and was not returned to bsc. The correct event date was also provided.

Manufacturer narrative:
Update to field b3 event date.

Manufacturer narrative:
Correction to follow-up 1 MDR in blocks: b5, d6a, h4, h6, and h11. Additional pro codes: nhl, pjs. D6a: date of implant was indicated to have occurred in (B)(6) 2024.

Event description:
It was reported that the deep brain stimulation (dbs) patient received an elective replacement indicator (eri) message on the implantable pulse generator (ipg). The ipg also demonstrated difficulty with communication, and premature battery depletion was suspected. The ipg lifespan was approximately seven months. During the procedure to replace the ipg, high impedances were measured, and it was assessed that the lead extension may have been contributory. The patient underwent a revision procedure in which the ipg was explanted and replaced, while the lead extension remained implanted. The patient was reported to be doing well postoperatively. The explanted ipg was retained by the medical facility and was not returned for analysis.